Event description:
The patient reportedly experienced a decrease in performance. External equipment was exchanged and programming adjustments were made. However, this did not resolve the issue. Testing showed that the device is functioning. Surgery to explant the patient's device has been scheduled.